Event description:
A nurse reported five cases of tass at their facility. All five surgeries were performed on the same day and all pts' symptoms were resolved six days later. This pt was one of two that was seen by a retinal specialist and it was unk if a culture was taken. A nurse consultant is scheduled to visit the facility regarding their tass issues. Additional info has been requested. There are five medical device reports associated with these events. This report is one of five.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 10/12/2010, 10/14/2010, and 10/18/2010 by phone, fax and mail. Additional info was received on 10/13/2010 and 10/14/2010 by phone. A completed questionnaire has not been received. (B)(4).